Event description:
It was reported that during testing a 3.0 patient interface was not responding. There was no patient involvement.

Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The patient interface cable was shorted and the the main board was damaged. The cable clips were also loose due to wave washers being worn. Based on the evaluation, the most likely cause of this event was the fault in the patient interface cable.